Manufacturer narrative:
Additional information was added to h3 and h6. H11: the device was received for evaluation. Functional flow accuracy testing was performed and did not identify any issues related to the customer reported condition. The event history log was reviewed, and a failure 21515 was a day before the event date and the user stopped the device infusion after the failure occurred. Therefore failure se 21515 will be captured as the determined problem as this may be the issue the customer was referring to since it occurred during infusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. System error 21515 occurs when the sensing system is impaired and the error is designed to give the user a warning that the pump might not be able to detect an upstream occlusion. This is a non-halting error and will not stop an infusion. The occurrence of this system error does not mean that an undetected occlusion is present at the time of the alarm. When this alarm condition occurs, the nurse may decide to stop an infusion and obtain a new pump. This is unlikely to result in a death or serious injury per the hsha-pit. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had no infusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.